Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not evaluated.

Event description:
It was reported that multiple cartridges leaked while the customer was removing the old cartridge to install a new one. Reportedly, it was not known if the leak came from the septum or the patient line. Customer's blood glucose (bg) level was over 300 mg/dl and was brought down using the pump. The customer reportedly threw away the cartridges.